Event description:
A durable medical equipment supplier (dme) notified the MFR that a continuous positive airway pressure device (CPAP) had thermal damage after having fallen from a nightstand. There was no report of injury or harm.

Manufacturer narrative:
The device was evaluated by the MFR and the complaint of a thermal damage was confirmed. There were signs of water ingress to the electronic components inside the device leading to a short circuit and subsequent thermal damage to the enclosure. The product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device. The MFR concludes the product failure was caused by the user mishandling/abuse. The MFR concludes that no further action is necessary.